Event description:
Follow up information reported that the cause of the high impedances had not been determined and did not resolve after surgery. No further diagnostics were performed. The patient did report that they had therapeutic effect. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3887-33 lot# v536163, implanted: 2012 (B)(6), product type lead product ID: 3887-33 lot# v536163, implanted: 2012 (B)(6), product type lead product ID: 3708260 lot# nkb010874v, implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type extension (B)(4). Final device analysis for the extension revealed the distal end connector #7 was twisted in molded rubber. The conductor wire was kinked in between the #6 and #7 connector blocks. (B)(4).

Event description:
It was reported that the stimulation was suddenly gone in the (B)(6). Impedances were measured: electrode 0-3 showed normal value, 4-7 showed greater than 10,000 ohms. A fracture was suspected and on (B)(6) 2013, the patient underwent surgical intervention. The lead impedances were measured using an ens (without the extension) and all of the electrodes 0-7 showed greater than 10,000 ohms. The extension was then connected and measured with the ens: electrode 0-3 showed normal value, 4-7 showed greater than 10,000 ohms. ¿next, replacing each other between lead electrode 0-3 and 4-7 (old 0-3 -> new 4-7, old 4-7 -> new 0-3), extension was connected and impedance was measured: normal value in electrode 4-7 (new 0-3), and anomaly value of >10,000 ohms in electrode 0-3 (new 4-7)¿. The physician decided that the extension had defects and was replaced. After the extension was replaced electrode 0-3 showed normal impedances but 4-7 show greater than 10,000 ohms. However, the patient could feel stimulation and the incision was closed. The patient was going to continue to be followed up.

Manufacturer narrative:
(B)(4).